Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: the surgeon reported a screw was found to be dull after it was removed from the package. The package contained four screws in total. The surgeon was able to insert the other three screws from the same package without any problem. There was a delay in the surgery, but the specific length of the delay is unknown. The surgery was complete with spare screw from other package. No patient harm was reported. This report is 1 of 1 for (B)(4).